Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used to remove polyps in the colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the device could not completely open, and the device was unable to normally remove a 1cm polyp. It was not reported what device was used to complete the procedure. There were no patient complications reported as a result of this event.